Manufacturer narrative:
Information provided indicated that reported device was implanted, however packaging is being returned. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that upon inspection of the heads the packing appeared to be compromised. White tissue particles, scratches on flat surface of the head. Seemed to be shaken in shipping. Had no other heads, implanted in patient.

Manufacturer narrative:
The event was confirmed. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The product box, inner blister, and foam were returned. The rest of the items contained in the box, including the implant, were not returned. There were several creases on the product box. Some dark brown stains, likely dried blood, were observed on the inner tyvek lid, inner blister, and foam. There was a large area of material transfer on the inner surface of the tyvek lid. There was a corresponding loss of material area on the surface of the foam. It is possible the foam became stuck to the tyvek lid and some material was removed from the foam when the lid was opened. What appear to be several foam fragments were found in the inner blister. It is likely the reported white particles were foam fragments that detached from the foam or tyvek lid. The investigation determined it is possible the foam became stuck to the tyvek lid, material was removed from the foam when the lid was opened, and the material fragments ended up on the head. No further investigation for this event is possible as the device was not returned. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that upon inspection of the heads the packing appeared to be compromised. White tissue particles, scratches on flat surface of the head. Seemed to be shaken in shipping. Had no other heads, implanted in patient.